Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced with the new rv lead. During the procedure, it was noted that the pacemaker having an issue related with the rv port which led to noise in the new rv lead. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-40845.